Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a left mandibular ablation procedure treating malignant tumor on (B)(6) 2019. Even with the help of a sleeve, the surgeon was not able to make a burr hole with the drill bit (03.503.461) or the entire drill bit turned black. This event occurred with the two drill bits. The procedure was delayed by 60 minutes. Concomitant device reported: unknown guides/sleeves/aiming: trauma (part#: unknown, lot#: unknown, quantity#: 1). This is report 1 for 1 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot : part # 03.503.461, synthes lot # u318450, supplier lot # u318450, release to warehouse date: 18 sep 2018, 05 oct 2018, 23 oct 2018, supplier: (B)(4), no ncr's were generated during production. Device history review : review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the returned drill bit is approx. 2-3 mm from the tip section badly worn and black branded. The shaft and the connection are otherwise still in good condition. Dimensional inspection: because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. Summary: due the visible damages on the drill bit the complaint condition is rated as confirmed. However, based on the provided information we are not able to determine the exact cause of this complaint. Considering the visible damages of both returned drill bits, we only can assume that possibly the drill speed rate exceeded the proposed 1'800 rpm, or an excessive metallic contact in combination with a mechanical overloading could lead to the complained issue. In this relation, as per the technique guide: precaution: ¿ drill speed rate should never exceed 1'800 rpm, particularly in dense, hard bone. Higher drill speed rates can result in: ¿ thermal necrosis of the bone, ¿ soft tissue burns, ¿ an oversized hole, which can lead to reduced pullout force, increased ease of the screws stripping in bone, suboptimal fixation, and/or the need for emergency screws. ¿ avoid damaging the plate threads with the drill. ¿ always irrigate during drilling to avoid thermal damage to the bone. ¿ irrigate and apply suction for removal of debris potentially generated during implantation or removal. Finally, we can conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.